Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately low. The patient indicated that the alleged meter issue started "last week" on an unspecified date/time. The patient reported a meter result of "62 mg/dl." An actual result of "97 mg/dl" was obtained from the meter's memory. As a result of the alleged meter issue, the patient took "glucose." However, due to the meter issue, the patient stopped testing his blood glucose with the reported device. It is not known what date/time the patient stopped using the meter. The reporter claimed that the patient developed symptoms of blurred vision as a result of the meter issue and because he stopped testing. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began. The patient further claimed that because of this issue he stopped testing his blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.